Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae: major bleed. The cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1930021. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 79 yr old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the heparin was held due to pericardial bleeding. Impella increase to p-8. Impella was successfully explanted.